Event description:
It was reported that the tail end of the ureteral stent was found to be ruptured upon opening the inner package for preparation of the surgery. Stated that there was a surgical delay. The issue was detected before use.

Manufacturer narrative:
The reported event is confirmed cause unknown. Photo sample evaluation noted 2 photo samples received. First photo sample shows overview of product with outer product packaging with pigtail broken off. Second photo sample shows 2 stents next to each other with pigtail broken off of green stent. Although an exact root cause could not be determined a potential root cause could be material selection. The DHR review did not show any problems or conditions that would have contributed to the reported event. A labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tail end of the ureteral stent was found to be ruptured upon opening the inner package for preparation of the surgery. Stated that there was a surgical delay. The issue was detected before use.